Event description:
Information received indicates the foot end of the stretcher will not hold when in brake.

Manufacturer narrative:
The technician found the foot end brake caster was bent. The technician replaced the brake caster to repair the stretcher.